Event description:
On (B)(6) 2013, it was reported that at 6:20 am, the patient programmed a bolus of 5 units of insulin and the device delivered 10.2 units of insulin. The history in the device confirmed the bolus was 10.2 units of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore no w2 (warning battery low) before e2 (battery empty) message was triggered. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
(B)(6).